Event description:
It was reported that the patient experienced a loss of therapeutic effect and intermittent shocking sensations that were random. She has lost some weight and she could feel the device at the surface. It felt like it was trying to come out. She was at home. Further information is being requested.

Manufacturer narrative:
(B) (4)